Event description:
It was reported that during an implant procedure, the right ventricular lead helix was out and unable to be retracted. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the full lead was returned and analyzed; analysis revealed a fracture and distortion of the distal conductor due to over-rotation. Visual analysis noted the lead was damaged at implant. (B)(4).